Manufacturer narrative:
The field lt log was reviewed and low purge pressure alarm was confirmed 19 hours into support. Purge returned to normal after the event and remained within specification through the remainder of the run. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon conclusion of the investigation, the cause of the purge leak was likely sidearm filter damage from ipa interaction; however, the product was not returned to confirm. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 67-year-old female patient was implanted with an impella device for mechanical circulatory support. The complainant reported a damaged purge system filter during support. A purge system bypass was performed and support continued with no harm to the patient.